Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that her pump resets at every battery change and gives multiple unexpected restart alarms. Troubleshooting was done for button error. Customer's blood glucose was 171 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days and no a17 alarm noted however, a21 alarm after battery change and pump memory settings resets due to voltage leak on the interfaced board. The insulin pump was received with cracked reservoir tube lip and cracked battery tube threads.